Manufacturer narrative:
It was reported that the tubing leaked at the y-port during use. Received one used primary set model 2434-0007 lot unknown. The primary set was attached with one alcohol cap to the smartsite. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection found two small hole punctures on the top of the smartsite (p/n 12274436) blue piston. Evidence of surface damage on the piston was also observed. No other anomalies were observed throughout the set. Functional testing was performed by attaching the set to one lab IV bag filled with blue dye water and allowing the set to reprime by gravity. A leak was observed on the smartsite¿s blue piston where the damages were noted. No other leaks or anomalies were observed. Equipment used (inspection performed on 17sep2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record could not be performed due to no lot number was provided by the customer. The customer¿s report that the tubing leaked at the y-port (smartsite) during use was confirmed. The source of the leak was due to small hole punctures on the set¿s smartsite blue piston. The root cause of the piston damage/puncture could not be determined.

Event description:
It as reported that as lvp 20d ss 0.2m cv tubing leaked during use. The following information was provided by the initial reporter: material no: 2434-0007 batch(lot) no: unknown. It was reported tubing leaked at y-port while medication was being administered.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It as reported that as lvp 20d ss 0.2m cv tubing leaked during use. The following information was provided by the initial reporter: material no: 2434-0007 batch(lot) no: unknown. It was reported tubing leaked at y-port while medication was being administered.